Manufacturer narrative:
Duplicate of regulatory ref: 3005334138-2020-00308 previously submitted on 7/20/20 and 7/29/2020.

Event description:
Two separate events were inadvertently created for this event, therefore this report is a duplicate of ref: 3005334138-2020-00308 previously submitted on 7/20/20 and 7/29/2020.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, air was aspirated into a syringe that connected to the extension tube of the introducer after inserting the introducer into the right atrial, prior to inserting the catheters into the introducer. Several aspirations were attempted but air was still aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.